Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user received an ¿unable to proceed¿ alert on the ilet device during an insulin fill tubing sequence. The device battery level was verified at over 50%. The user was guided to restart the ilet, rewind, and perform a dry run without supplies, which proceeded past 120 units with no errors or alerts. The user was then instructed to rewind again, connect new supplies from a different box if available, and resume normal operation. The user confirmed understanding, successfully restarted insulin delivery, and reported no recurrence of the alert or blood glucose impact. The user was advised to monitor and call back if the alert reappeared. No injury occurred.